Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump is broken. Customer's blood glucose at time of incident was unknown. The customer stated the alarm is going off on it and there is white screen flashing. Customer was requested to put into storage mode and advised to put new battery. Customer stated that the pump was without battery for about 20 minutes. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The device was received with flashing white lcd display anomaly due to cracked on lcd controller. We were unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. The device was received with scratched case and fading serial number label.